Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The leak was visually observed in the dialysate so test strips were not used. The machine alarmed. Estimated blood loss was 125 ml. Pt had no adverse effects and no medical intervention was required. The pt was able to complete treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.